Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A unknown biomet implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage/malfunction. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lots and items information. Based on the available information, device malfunction did not occur for the unknown biomet implant and is unconfirmed however device malfunction could not be verified for the unknown biomet screw and the reported event was non-verifiable.

Event description:
Doctor reported that the inner screw of the implant does not screw at tooth site 46. Patient referred pain. There was a delay in the procedure. Patient has been rescheduled for another appointment in order to complete the procedure.